Event description:
Note: this report pertains to one of two complaint devices. Refer to manufacturer report # 3005099803-2010-02982 for the other associated device information. It was reported to boston scientific corporation that there was an unknown issue with an endostat ii electrosurgical unit and an endostat foot switch. It is also unknown if there was a patient or procedure involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two complaint devices. Refer to manufacturer report # 3005099803-2010-02982 for the other associated device information. It was reported to boston scientific corporation that there was an unknown issue with an endostat ii electrosurgical unit and an endostat foot switch. It is also unknown if there was a patient or procedure involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The returned device presented with some minor scratches, but was in otherwise good physical condition; all knobs and switches functioned properly. Electrical tests performed found the unit to be within all manufacturing specifications. All wires were manipulated during testing with no anomalies noted. Additionally, all solder joints were in good condition. The returned device was within specification, and testing did not reveal any indication of an issue/malfunction. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) - unknown if there was a patient or procedure involved. Device problem unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.